Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal via an implantable pump; the concentration, dose, and lot number were not reported. Indications for use included intractable spasticity and cerebral palsy. Concomitant medications and pertinent medical history were not reported. On an unknown date, the patient had to have the pump replaced earlier than what one would think; they did not know why. No patient symptoms were reported. Additional information regarding the serial numbers and implant dates of the devices involved, confirmation of the medication in the pump (including concentration, dosing, lot numbers, and dates of therapy), concomitant medications, pertinent medical history, reason for replacement, date of replacement, symptoms experienced, troubleshooting/diagnostics, actions/interventions, and outcome was requested. If additional information is received, a follow-up report will be sent.